Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that they received erroneous results for an unspecified number of patient samples tested for ggt-2 u-glutamyltransferase ver.2 - standardized against szasz (ggt) on a cobas integra 400 plus (i400+). The customer provided data for a total of 11 patient samples with questionable ggt results. Of these samples, 9 had erroneous initial results. The erroneous results were not reported outside of the laboratory. The customer did not have any issues with other tests. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patients. Ggt reagent lot number 26290801, with an expiration date of 30-apr-2018 was used. Ggt reagent lot number 24887901 was also used. The expiration date for reagent lot 24887901 was asked for, but not provided. Precision studies were performed. Calibration data provided from (B)(6) 2017 was ok. Quality control recovery from (B)(6) 2017 to (B)(6) 2018 was ok. A general reagent issue can be ruled out since calibration and controls are acceptable.

Manufacturer narrative:
Based on the provided data, a general reagent problem could be ruled out since calibration and controls are acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
On a previous visit to the site, the field service engineer noticed a lot of reagents used on the analyzer were expired. The customer stated that she had a similar issue with an additional patient sample tested for ggt on (B)(6) 2018. No further details were provided.

Manufacturer narrative:
A throughput check was performed on the analyzer and this was ok. On (B)(6) 2018, the customer stated that the issue still exists. The customer provided data for four additional patient samples with questioned ggt values. No values from these samples were erroneous.

Manufacturer narrative:
(B)(4).